Event description:
The stent was deployed in the popliteal artery. The stent delivery catheter was removed and the physician continued deploying other stents in the sfa. He then post dilated the stents with a balloon. The physician then noticed that a nose cone had dislodged and was in the proximal popliteal/distal sfa region. The physician attempted to retrieve the nose cone using a capture wire, the nose cone went into the profunda. No further intervention is planned to remove the nose cone. The stent delivery system as examined and the thumb slide lock was not retracted and locked as instructed by the IFU.

Manufacturer narrative:
Device eval results: upon examination of the stent delivery catheter, the thumb slide was not in the most proximal position or locked as instructed (by the IFU) during the removal of the stent delivery system which indicates the IFU was not followed. Angiograms showed that the nose cone detached as it was pulled through the introducer. Finished devices from the same tip lot were opened and evaluated for overmold failure force and the type of failure. The tips were tested and the force failure was 3.025, 3.730 and 3.87 lbs (average 3.54 lbs) which is well above the specification of .09lbs minimum. A review of the device history records did not indicate any issues during device MFR. The physician did not follow the IFU steps to retract the thumb slide and lock it in place to secure the nose cone to the stent delivery system prior to removing the catheter through the introducer. By not following the IFU, the proximal end of the nose cone likely snagged on the distal edge of the introducer and was dislodged from the delivery system's lumen. When the tip is closed by retracting the thumb slide and locking it, the proximal edge of the tip would have been inside the outer sheath and would not catch on the introducer. This event was also reported on a voluntary medwatch form by the hospital (B)(4). A CAPA investigation for this event type is currently in process.